Event description:
The pump was found underinfusing during routine servicing by a baxter authorized svc facility. Reason for pump being sent in for svc is not known. There was no pt involvement.

Manufacturer narrative:
Engineering's evaluation of the complaint sample found some slippage of the pump head's lower shuttle jaw which could account for the confirmed underdelivery. As of 7/29/1998 only 4 out of approximately 1,792 screened pumps serviced between early 4/1998 and the end of 7/1998 (with some pumps having more than one service event) have been found below the accuracy limit due to slippage of the lower shuttle jaw. This equates to approximately 0.2% of the screened pump population. Therefore this previously screened pump and the few others with underdelivery from slippage of the lower shuttle jaw are not considered representative of the device population. An additional safegard involving the application of an epoxy bridge below the lower shuttle jaw is not being implemented in production (after 7/29/1998) to further reduce outliers from possible abuse, processing errors, and / or screening variances.